Event description:
It was reported that constant downstream occlusion alarm was noticed in a flogard infusion pump. It is unknown when the reported condition occurred. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. No defect was observed during visual inspection and alarm log review. Downstream occlusion sensor was found out of calibration during functional test. The reported condition was confirmed. The assignable cause for the reported condition was determined to be occlusion sensor out of calibration. To correct the condition, the occlusion sensor was recalibrated. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.